Event description:
It was reported that during implantation of a left side distal radius plate, 4 screws broke when securing the plate. Surgeon was able to use different screw holes on the plate to secure it. Rep reports that there was no surgical delay and no adverse affect to patient, and that the procedure was completed successfully. Rep was only able to retain 2 of the 4 screw heads for return.

Manufacturer narrative:
The reported event that locking screw, t7 diam.2.7x18mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, this breakage of screws during implantation could be classified as user-related and caused due to application of too high forces/torque during implantation. It is specified in the instructions for use that ¿screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance.¿ a review of the labelling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during implantation of a left side distal radius plate, 4 screws broke when securing the plate. Surgeon was able to use different screw holes on the plate to secure it. Rep reports that there was no surgical delay and no adverse affect to patient, and that the procedure was completed successfully. Rep was only able to retain 2 of the 4 screw heads for return.